Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Upon review by the manufacturer's investigation unit, the transfer set showed a complete separation of the tubing from the headset connector. No glue could be detected. No adverse event reported. The infusion set was returned for product evaluation.